Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The returned attachment was tested by manufacturing personnel and did not meet production specifications for rotation and water spray test. Quality personnel then investigated the attachment. The attachment maximum temperature while free running with coolant spray off was 39.1 c and 41.3 c under load testing with coolant spray on. These temperatures did not exceed specification. The attachment was then disassembled and microscopically evaluated. Microscopic evaluation revealed minor gear wear on the head-tail and head assemblies. Minor debris was noted inside the head and cap cavities and set components and also within the o-rings area.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated. There was no injury or intervention.